Manufacturer narrative:
A review of the device history record was performed and no issues were noted. There are no other complaints associated with this lot number of devices. A review was also performed on the balloon tubing used to manufacture these balloons. No other complaints were associated with the tubing used to manufacture the balloons. The complaint catheter was not returned, so the complaint could not be confirmed and an evaluation could not be performed. Review of the information that was sent to numed indicates that the physician used a syringe to inflate the device instead of an inflation device with pressure gauge. It is unknown as to what pressure the balloon was taken to. The instructions for use states to "check the package label for rbp. It is important that the balloon not be inflated beyond the rbp." There is also a warning: "do not exceed the rbp. An inflation device with pressure gauge is recommended to monitor the pressure. Pressure in excess of the rbp can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath." A comparative catheter was pulled and tested for rated burst pressure. The catheter was the same catalog number as the complaint device, but a different lot number. The balloons were immersed in a body temperature water bath and inflated until they failed. The inner balloon failed at 13 atm, and the outer balloon failed at 11 atm. Both failures were longitudinal tears. Both balloons failed at pressures that are well above the labeled rated burst pressures. The labeled rated burst pressure for the inner balloon is 5 atm and the labeled rated burst pressure for the outer balloon is 6 atm.

Event description:
At the time of hand inflation of the balloon, rupture of the balloon at low pressure (hand, 20cc syringe). Easy retreival of the balloon afterwards.